Event description:
End user alleges while attempting to transfer out of the motorized wheelchair into the bed, the power wheelchair moved and he fell to the floor. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
End user alleges while attempting to transfer out of the motorized wheelchair into the bed, the power wheelchair moved and he fell to the floor. Physical damage was noted by the controller manufacturer, however it is unknown when the controller was physically damaged. Hoveround's owner's manual warns, "before getting in or out of your chair, press the power button to off and lock the seat swivel and return the seatback to the upright position".